Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the valve was unable to be implanted via the right axillary subclavian approach via conduit. There was difficulty aligning the valve, which was attributed to the tortuous axillary approach and the patient's porcelain aorta. After the valve was about 90% aligned, the physicians were comfortable with continuing the procedure. The patient was rapidly paced and during inflation, the inflow of the valve began to inflate. Then the delivery system and valve shot all the way back to the axillary. The fcs indicated ¿it was almost as if the delivery system was not fully locked, or became unlocked¿, as the delivery system balloon with the valve had moved back to the pusher with the 3 radiopaque markers landing inside the pusher. The valve was unable to be deployed in a non-target location because of the curvature of the aorta, and the patient's hemodynamic instability. It was attempted to pull the delivery system and valve back into the esheath, but the team was unable to pull the valve into the sheath. The valve dislodged from the balloon in the patient's brachiocephalic artery, where it was surgically removed. Additionally, the patient could not be placed on pump during the attempted removal of the ds, as all vascular accesses (transfemoral, transapical, transaortic) were unapproachable. CPR was performed. Once the delivery system, sheath and wire were removed, they were able to place the patient on pulmonary bypass via the axillary conduit, and the patient was converted to surgical aortic valve replacement (savr). There is no cine available, and the fluoro was not saved. The devices were discarded by the site. The fcs was briefly able to exam the delivery system on the back table, and was able to fully inflate and deflate the balloon. The device was discarded when she retrieved her phone, in an attempt to take photos. The patient survived the savr, and was intubated and transferred to the ICU and ultimately expired 4 days later. The root cause was discussed with the team in a debriefing session. Vessel tortuosity and trouble aligning the valve causing stored tension on the delivery system was discussed, as well as the possibility the delivery system not being fully locked.

Manufacturer narrative:
(B)(4). The device was not returned to edwards lifesciences for evaluation, as it was discarded by the site. Without the returned device, functional, dimensional, and visual testing was unable to be performed to verify if any potential manufacturing non-conformances contributed to the reported events. A device history record (DHR) review performed revealed no issues that would have contributed to the reported events. A lot history review revealed no additional complaints for the failure modes. A review of the IFU and training manuals was performed, and no deficiencies were identified. During balloon manufacturing, the inflation balloon was 100% inspected for the following: defects (fish eyes, crow¿s feet, deformation, gel spots and contamination), as well as, the working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. In addition, during manufacturing, the crimp balloon underwent a 100% balloon dimensional inspection and balloon visual inspection for defects under a minimum 8x magnification. During the manufacturing process, the entire delivery system is visually inspected and tested several times and finished devices then underwent product verification. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to the device and/or relevant imagery/video not being returned for evaluation, the complaints for ¿delivery system ¿ difficulty with valve alignment¿, ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were unable to be confirmed. No evidence of a manufacturing non-conformance was identified during investigational activities. Past complaints suggested that patient factors (vessel tortuosity) and/or procedural factors (techniques employed during delivery system navigation and angle of the device flex tip relative to the thv) may have contributed to the difficulty with valve alignment. It should be noted that for this case, the procedure was performed through a tortuous subclavian artery and a porcelain aorta, which likely contributed to an increase in force used to perform valve alignment. As such, it is comparable to the aforementioned potential patient/procedural contributing factors. However, a definitive root cause is unable to be determined at this time. Available information suggests that procedural factors (valve partially expanded) may have contributed to the valve dislodgement from balloon. However, a definite root cause is unable to be determined at this time. The training manual instructs the physician to: ensure the thv is centered on the flex tip, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, and then withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. In this case, it was reported that during valve deployment, the inflow of the valve began to inflate, thus was likely partially asymmetrically expanded. Thus, in an attempt to remove the delivery system with valve, the valve was likely not situated well on the balloon (slightly uncrimped) and came off of the balloon. Additionally, procedural factors such as non-coaxiality of the valve could cause it to not be centered against the flex tip, which could have contributed to the valve to dislodgement. The patient¿s subclavian artery was tortuous, which could have contributed to non-coaxiality. Available information suggests that patient/procedural factors (tortuosity and valve partially expanded) may have contributed to the reported withdrawal difficulty. According to the training manual, extra care should be given when attempting to retrieve a crimped valve that is aligned on the balloon due to enlarged profile as compared to a crimped valve off the balloon. This may further increase the chances of valve being caught onto the distal tip of the sheath during system withdrawal, resulting in withdrawal difficulty. Additionally, the valve was likely slightly expanded as the complaint description stated that during valve deployment, the inflow of the valve began to inflate. The valve profile was likely even larger than the profile of a crimped valve on the balloon thus was unable to successfully enter the sheath. Also, the delivery system and thv may not have been coaxial to the sheath tip during the withdrawal attempt due to the sheath and delivery system insertion angles and interaction with patient anatomy (tortuous). A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were unable to be confirmed. A review of DHR, lot history, complaint history, and manufacturing mitigation did not reveal any indications that manufacturing non-conformances contributed to the reported complaint event. No IFU/training inadequacies were identified. A complaint history was done for these failure modes, and the occurrence rates did not exceed the december 2017 control limits for the applicable trend categories. Therefore, no corrective or preventive action is required at this time.